Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device and found black dust coming out and the turbine is very noisy. The carefusion failure analysis laboratory received the suspected component, a vela ventilator, and evaluated the device. The vela ventilator operated for several hours as expected without excessive noise or smell. There was no contamination found in the body of the unit or in the turbine muffler. The filters have been changed and were clean. The vela ventilator is in proper working function. The vela turbine muffler was installed into a known good vela unit and the failure was duplicated. There was a loud noise and burning smell present. Debris was found inside the turbine. The failure was root caused to bad bearings.

Event description:
The customer reported that they heard a loud noise and a burning smell coming out of the ventilator. The heat and moisture exchanger (hme) and the bacteria filter were black. The ventilator did not turn off. The ventilator was on a patient when the reported issue occurred. There was no patient harm reported. The ventilator was replaced with another unit. The patient was being ventilated on ac 20/ 700/ (B)(4). Nothing was being done to the ventilator at the time the reported issue occurred.